Event description:
çevikol, a., ecerkale, ö., sancioglu, h., sorar, m., çakci, a. Intrathecal baclofen therapy applications: assessment of our cases be tween 2004-2012. Türkiye fiziksel tip ve rehabilitasyon dergisi. 2014; 60(4):295-301. Doi: 10.5152/tftrd.2014.66933. Summary: the authors¿ objective was to evaluate the effects of intrathecal baclofen therapy (itb) in patients with severe spasticity. Patients who had a baclofen pump implanted between 2004 and 2012 were included in the study. The inclusion criteria were severe spasticity nonresponsive to medical oral therapy and physiotherapy, modified ashworth scale (mas) score 3-4, and penn¿s spasm scale (pss) score 3-4. The itb assessment criteria were mas, pss, visual analog scale (vas), functional independence measurement (fim), and short form-36 (sf-36). Tests were given before itb and 3 months after implantation. Twenty-one patients were given the test dose, and the itb pump was implanted for 16. There were 11 men (68.75%) and 5 women (31.25%). Mean age was 33±10.34, ranging between 12-53 years. Eleven (68.75%) had spinal cord injury, 2 (12.50%) had multiple sclerosis, 2 (12.50%) had cerebral palsy, and 1 (6.25%) had a hypoxic brain. Eleven (68.75%) of these patients were paraplegic, 4 were (25%) tetraplegic, and 1 had (6.25%) dystonic cerebral palsy. Mean follow-up was 52.25±33.10 months, ranging between 3-100 months. Daily baclofen dose was between 70-475¿g (average 220±110.58¿g). Modified ashworth scale decreased from 3.43±0.53 to 1.00±0.73 (p=0.00); pss decreased from 3.50±1.03 to 1.12±1.02 (p=0.001); global pain decreased from 44.37±36.14 to 18.75±19.95, (p=0.003); fim increased from 71.18±20.88 to 76.31±28.25 (p=0.023); sf-36 physical function increased from 2.06±8.25 to 18.25±26.06 (p=0.006); physical role difficulty increased from 1.56±6.25 to 40.31±29.74 (p=0.002); general health increased from 29.37±17.68 to 47.62±27.35 (p=0.005); pain increased from 26.31±30.49 to 53.37±26.45 (p=0.005); vitality increased from 38.93±20.94 to 61.25±19.70 (p=0.001); social function increased from 19.31±14.59 to 70.56±82.74 (p=0.001); emotional role difficulty increased from 10.37±26.40 to 56.31±38.08 (p=0.004); and mental health increased from 46.25±18.12 to 61.12±19.81 (p=0.004). During the follow-up period, pump-related complications were seen in 2 patients. The authors¿ conclusion was that itb is an effective and safe treatment option for severe spasticity. Reported events: -in one patient, the catheter fractured due to trauma, and a new catheter was inserted with a second procedure. -in one patient, a dislocation occurred between the pump and catheter. The dislocation was fixed with a surgical procedure.

Manufacturer narrative:
The reported age reflects the mean age of the patients reported in the literature article. The reported sex reflects that of the majority of the patients reported in the literature article. It was not possible to match these events with any previously reported events. Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).